Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the complaint database was not provided. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items.

Event description:
The patient was revised because of poly wear and loosening.